Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: component loosening, pain.

Event description:
Asr revision; asr xl- left; reason(s) for revision: component loosening (cup), pain. Update rec'd (B)(4) 2013 - cup became loose. Update rec'd (B)(4) 2014 - additional taper sleeve(lot number unavailable).

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl- left. Reason(s) for revision: component loosening (cup), pain. Update rec'd 29th aug 2013 - cup became loose. Update rec'd 18 feb 2014 - additional taper sleeve(lot number unavailable); filled in mw boxes. Update 16 july 2014 - added lot number to taper sleeve. Update received: 20th august 2014 - updated manufacturing dates fields and removed n/a from patient initials field as was previously missed, corrected head complaint category - product related, corrected taper sleeve construct type and common name.